Manufacturer narrative:
No device malfunctions or other noteworthy events occurred during the case. In response to reports of acute kidney injury associated with histotripsy, histosonics has incorporated the following warning into its labeling: "as reported in other liver directed therapies, multiple or large-volume liver treatments have been associated with acute kidney injury (aki). When planning extensive or multiple treatments, evaluate and monitor the patient for signs of aki."

Event description:
On (B)(6) 2025 a 62-year-old female patient with a history of colorectal cancer received two overlapping histotripsy treatments to a single tumor, in liver segment iii for a total planned treatment volume (ptv) of 29.2 cc. The histotripsy treatment was in the afternoon; the patient was npo (instructed not to eat or drink) from midnight the night before. 5,000 units of heparin was administered just prior to histotripsy treatment. During the procedure, the patient received 600 cc of IV fluids. The histotripsy treatment was completed without complication. Following treatment, the patient developed acute kidney injury (aki) and is now on dialysis. As of december 15th, kidney function is improving.